Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had inaccurate readings which triggered the threshold suspend alarm. It was stated that the sensor glucose was reading 2.2, but the customer's blood glucose level was 9.2 mmol/l at the time of the incident. The customer calibrated multiple times and received a change sensor alert. Troubleshooting was performed and it was advised to change the sensor. The sensor will not be returned for analysis.